Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple watchdog timeout alarms. Two hours later, device alarmed a motor error alarm and had a blank display. Customer's blood glucose was 7.1 mmol/l. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation, no full segment or blank display noted. The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no deliver, displacement, self test, and a21 error tests. No a13, a21, or motor error alarms occurred during our testing. No damage was found on the lcd isolation tape during our visual inspection. The motor passed the motor test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.